Event description:
Following a total abdominal hysterectomy (tah), one of the two catheters included with the product broke upon removal. The healthcare provider informed the MFR that the catheter was nicked during catheter placement.